Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation the physician performed a laparoscopy and curettage. The patient sounded to 11 and suresound gave maximum length. The novasure device failed cavity integrity assessment (cia) several times. The novasure was aborted and a hysteroscopy was performed and found a perforation. "She went up via laparoscopy tended to the bleeding using energy, cautery, and floseal."